Manufacturer narrative:
Insulin pump passed displacement test. Pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Pump error 53 alarm found in the pump history due to software error. (B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump error alarm occurred twice. The customer¿s blood glucose was 6.7 mmol/l. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Troubleshooting was performed. Customer advised to insulin pump needed to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.